Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow testing. A review of the event history log could not verify the reported problem as no event occurrence date was provided by the customer. A review of the last days of customer use was performed which did not reveal any abnormalities that could cause or contribute to the reported problem. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion during delivery (medication, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.